Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On 05/19/2026, the patient reported a cgm reading of 60 mg/dl and performed a fingerstick blood glucose (fsbg) measurement that resulted in 128 mg/dl. The patient attempted to calibrate the cgm; however, the reading did not correct. At approximately 4:15 am, the patient reported feeling faint and subsequently lost consciousness (loc) without sustaining any physical injuries. There is no documentation of treatments, cgm readings, or fsbg values following the noted inaccuracy and unsuccessful calibration attempts up to the onset of presyncope at 04:15. The patient's wife contacted emergency medical services (ems), and upon arrival, the patient received intravenous (IV) glucose, and afterwards an fsbg reading was performed and showed 67 mg/dl; the corresponding cgm reading was not recalled. The patient was transported to the emergency room (ER), arriving at approximately 5:00 am, where consciousness was regained. At that time, fsbg measured 74 mg/dl, while the cgm reading was 71 mg/dl. The patient received IV treatment and lab testing were performed, although the patient could not recall the specific contents. During evaluation, the sensor became dislodged. The patient remained under observation until approximately 11:00 am and was discharged. After returning home, the patient inserted a new sensor. At the time of the report, the patient reported feeling well, with the new cgm displaying readings between 158 mg/dl and 168 mg/dl, and no concerns were reported with the performance of the new sensor. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.